Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of lens mechanical breakdown. Additional information has been received and stated as patient had no improvement in eye after initial surgery .surgeon stated that the initial iol was removed and replaced with basic iol and the symptoms were resolved after the explant. In surgeon opinion mechanical breakdown contributed to poor vision.

Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned wrapped in surgical gauze. Solution is dried on the iol. Both haptics are intact. The optic is scratched or marked rejectable. The reported complaint cannot be confirmed from the returned sample the reporter stated the company iol was replaced with another model company iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).